Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a streptococcal sepsis infection. The cardiac resynchronization therapy defibrillator (crt-d) system was explanted. A post-explant transoesophageal echocardiogram (tee) showed approximately two centimeters of pericardial blood located posteriorly, which the physician suspected to reflect a small coronary sinus vein tear. No further patient complications have been reported as a result of this event.